Event description:
It was reported that a user of the ilet experienced fluctuating glucose levels, with a low near 50 mg/dl followed by a rise up to 253 mg/dl and subsequent nocturnal hypoglycemia after self-treating with chocolate milk; the user did not administer additional insulin and was later in range. Symptoms included feeling clammy and anxious. Outcomes included transient hyperglycemia and hypoglycemia lasting hours without medical intervention or assistance. Investigation included complaint intake and assessment of user-reported blood glucose data. Investigation of this case revealed no device alarms or malfunctions reported and suggests overcorrection of hypoglycemia with slower-acting carbohydrates as a likely contributor to rebound hyperglycemia and subsequent low. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.